Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient presented to emergency room with over 30 inappropriate shocks due to noise on rv lead. Patient airlifted to another hospital and awaiting possible extraction. Patient also has a possible lv thrombus that needs evaluating prior to proceeding. Should additional information be received, this file will be updated.